Event description:
It was reported that during a transforaminal lumbar interbody fusion procedure that the bur broke. It was also reported that the broken portion was suctioned out and there were no pieces left behind, an x-ray was completed to determined this. It was further reported that another bur was readily available and the procedure was completed successfully.

Manufacturer narrative:
The bur subject to this alleged event was discarded. The manufacturing lot number information has not been provided to permit further investigation.